Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gynecological procedure, the jaws of the device could not be re-opened while applied to tissue. The surgeon managed to remove the instrument manually but some tissues were slightly torn.